Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) explained the alarm and had the patient checked the connection. The patient stated that the supply that was empty was a bit loose. The patient informed that they did not tighten up the connection all the way causing the loose connection. The rtsa assisted with the end of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.